Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was filed. The device was returned and tested. No issues were found on the pump. The root cause of delivery issue was due to patient condition.

Event description:
The user facility reported a 79-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 was unable to pass through the subclavian artery due to the calcification of the patient¿s vessel. The catheter was kinked and, after several unsuccessful attempts, the case was aborted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.